Manufacturer narrative:
There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported receiving a system message during a laser procedure. No pt injury or harm reported. The procedure was canceled.